Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender of patient. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of ventrio st, patient was diagnosed with adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent ventral incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh. Per operative notes, ¿the defect was demarcated and the plane around the defect was cleared for previously placed unknown mesh. Lysis of adhesion was removed. A ventrio mesh was then inserted and secure it with suture.¿ (B)(6) 2017 - patient was diagnosed with adhesion thereby underwent robot assisted repair with partially removal of mesh, lysis of adhesion and small bowel resection. Per operative notes, ¿the defective mesh was removed from the abdominal wall. Carefully adhesiolysis was performed to free the small bowel.¿ attorney alleges that the patient had adhesions, pain and bowel removal.